Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well" during implantation in right eye.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well" during implantation in right eye.

Manufacturer narrative:
Device analysis: one xen injector was received damaged and manipulated prior to receipt. The two syringe case halves were observed to be separated. The cam, needle hub driver, and pusher rod driver were observed to be outside the injector. The needle cover was detached, and the needle was observed to be bent. The sample cannot be evaluated because the xen injector was damaged and manipulated prior to receipt. It is unable to verify the condition of the sample prior to its handling outside of abbvie control, and the condition of the sample prevents proper evaluation of the sample. Slider resistance was unable to verify because testing cannot be performed due to the xen injector being manipulated and damaged prior to receipt. It is unable to verify the condition of the sample prior to its handling outside of abbvie control, and the condition of the sample prevents proper evaluation of the sample.